Event description:
On (B)(6) 2014, the patient was implanted with a gore® excluder® aaa endoprosthesis featuring c3® delivery system for an abdominal aortic aneurysm. It was attempted to advance the main trunk into the dry seal sheath 1628 outside of the patient which was unsuccessful due to high resistance. Subsequently, an 18fr dry seal sheath was used for the procedure. After the deployment of the trunk, the physician noticed the white radiopaque marker of the catheter¿s leading olive in a small posterior bulge below the renals. The exact moment of the olive separation is unknown. A non-gore cuff was positioned in an attempt to exclude the bulge, resulting in the olive remaining between the cuff and the aortic wall at the level of the posterior bulge. The patient was doing well following the procedure. On (B)(6) 2015, it was reported that no re-intervention of the patient had been performed since the event. Apart from the bulge below the renals, no other patient anomalies were reported.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots involved in this event have met all pre-release specifications.